Event description:
It was reported that a device was used during a laparoscopic cholecystectomy. It was reported that after starting the case the hand piece gave a solid tone. The case was completed with another hp052. There was no pt consequence.